Event description:
The customer reported noisy images and an intermittent loss of live image. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The left monitor was replaced. The system was then found to be operating as intended.